Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 , e1 ( initial reporter ) getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the drive manifold to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was delivered to the customer for use.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection the cs300 intra-aortic balloon pump (iabp) system experienced an alarm indicating automatic inflation failure. There was no patient involved.